Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. The user did not report any device malfunction. However, if new information becomes available, a supplemental report will be submitted. Complaint # (B)(4).

Event description:
It was reported there was a patient death after use of an intra-aortic balloon (iab) catheter. The event took place on (B)(6) 2017 however the exact details of the event are unknown. The date of the patient's death is also unknown. It is unclear at this time how the patient died. The user did not report any device malfunction.